Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it¿s likely that reprocessing was conducted insufficiently, as the same bacteria was detected from the same sampling location in the first microorganism test and the additional test. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine testing, the evis exera iii colonovideoscope tested positive for microbial contamination. The hygiene microbiological investigation report from the customer indicated that all channels of the scope were cultured. The channels tested positive for 23 colony forming units (cfu)/100 milliliter (ml) of stenotrophomonas maltophilia, 8 cfu/100 ml of citrobacter complexe freundii and 2 cfu/100ml of staphylococcus coagulase negative. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. The customer aspirates water through the instrument/suction channel and flushes out the air/water channel and auxiliary channels. The manual cleaning detergent is aniosyme x3 anios. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder and the instrument channel port using the brush albyn medical. The scope was manually disinfected. The customer uses automated endoscopic reprocessor (aer) soluscope series 4, along with detergent soluscope cln, disinfectant is soluscope peracetic acid (paa). The aer was not cultured. The endoscope was stored in surestore. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted for information received regarding olympus hygiene microbiological investigation (hmi) results and device evaluation findings. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were tested and the channels tested positive for three (3) colony forming units per endoscope of micrococcaceae and staphylococcus coagulase negative. Overall, the results are in conformance with the requirements. The returned device was evaluated and there were few findings. The adhesive of the bending section cover had white clouded area. The angulation in the right/left knob was less than the specified value. The biopsy channel exhibited wear and tear. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.